Event description:
A trilogy evo ventilator was reported to have had a test failure during service resulting in a failure to calibrate. There was no patient involvement, and no harm or injury reported. The device's 3-way solenoid valve and proportional valves were replaced to address the issue. After repair, the device passed final testing and confirmed to be operating properly.

Manufacturer narrative:
The product investigation lab (pil) received a trilogy evo proportional valve with the allegation of an active exhalation verification test failure. Pil installed the trilogy evo proportional valve on the trilogy evo test bed and then tested the proportional valve on the pil trilogy evo multifunctional test station for active exhalation control module (aecm) verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. Pil received a trilogy evo solenoid valve with the allegation of an active exhalation verification test failure. Pil installed the trilogy evo solenoid valve on the trilogy evo test bed and then tested the solenoid valve on the pil trilogy evo multifunctional test station for aecm verification and solenoid current verification at pretest and aecm verification at posttest and passed testing at posttest, however it failed aecm verification testing at pretest. Pil was able to confirm a failure of the solenoid valve. Pil suspects that internal contamination caused the failure of the solenoid valve.